Manufacturer narrative:
An event regarding revision due to instability involving a triathlon cs insert was reported. The event was confirmed. Method & results: -device evaluation and results: not performed as no devices were returned. -medical records received and evaluation: the description of symptomatic mid-flexion instability of the cr right total knee arthroplasty was addressed by conversion to a ps total knee by changing the well-fixed femoral component and tibial insert. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for the soft tissue imbalance in this patient. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the surgeon revised the reported 9mm cs insert component and cr femoral component to a more stabilizing 13mm ps insert and ps femoral component to address the instability in the joint. Medical review indicated that there is no evidence that factors of faulty component design, manufacturing or materials were responsible for the soft tissue imbalance in this patient. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient was experiencing pain and instability and had a revision surgery on her right knee in (B)(6) 2015.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker knee. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was experiencing pain and instability and had a revision surgery on her right knee in (B)(6) 2015.